Event description:
A report was received that the patient was experiencing discomfort from the bunching of the lead near the anchor site. The patient will undergo a revision procedure to reposition the tail of the paddle. It was indicated that the event was not a result of any type of malfunction or failure.